Manufacturer narrative:
Device brand name: spectrum turbo-ject single lumen minocycline/rifampin bedside power-injectable PICC. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient had a spectrum turbo-ject single lumen minocycline/rifampin bedside power-injectable PICC implanted on (B)(6) 2017 for an unspecified indication. The customer reported that the hub detached from the device on (B)(6) 2017. The circumstances and handling conditions from the time of implant to the time of event are not known. The device was explanted and replaced. The device was received by the manufacturer for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Investigation/evaluation: a review of documentation, device history record, complaint history, drawings, manufacturing instructions, specifications, and quality control data and the actual device was conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The product was returned missing the proximal luer-hub and in the used/damaged condition. Measurements of the returned extension tube were performed, and it was found that the device was manufactured to specification. The reported failure was not duplicated; however, it was observed that the luer-hub was absent and evaluation of the hub could not be performed. It is possible based on the provided information that the root cause of this event is excessive force, however we do not have enough evidence to definitively ascertain a root cause at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient had a spectrum turbo-ject single lumen minocycline/rifampin bedside power-injectable PICC implanted on (B)(6) 2017 for an unspecified indication. The customer reported that the hub detached from the device on (B)(6) 2017. The circumstances and handling conditions from the time of implant to the time of event are not known. The device was explanted and replaced. The device was received by the manufacturer for evaluation. A follow-up report will be submitted upon completion of the evaluation. It was later reported by the customer in a response to a request for additional information that the patient was being treated for heart failure, and the hub separation was a complete separation, with no cracks reported. The separation occurred where the clear tubing portion of the device connects to the hub. The customer confirmed that only a single lumen failed, and that the hub was used for a continuous infusion of milrinone. The device was reportedly likely only handled every 96 hours for tubing changes.

Manufacturer narrative:
User facility report # (B)(4). Investigation - evaluation the event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.